Event description:
The device was returned to the manufacturer after being explanted post mortem for cremation. The device was analyzed and tested out of specification. The cause of death was requested and no additional information is available.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. (B)(4).